Event description:
It was reported that during the ICD explant, externalized conductors were observed. No electrical anomalies were noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasions were found between 9.6cm to 13.1cm from the distal tip. The silicone insulation was abraded and sensing and rv conductors were visible. The etfe coating was intact at this location.